Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective device replacement. Upon interrogation of the right ventricular lead, it was noted that the threshold was unacceptable and that there was an anomaly with the r waves sensing and lead impedance. Fluoroscopy was performed which showed a lead fracture. Insulation damage was noted during the procedure as well. The lead was capped on (B)(6) 2018 and replaced. The patient was stable before, during, and after the procedure.